Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 08/08/2019. The customer reported unexpected results when testing with act celite cartridge lot r19077. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act celite cartridge lot r19077 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Cartridges were returned from act celite cartridge lot r19123, not act celite cartridge lot r19077. Returned cartridge testing of act celite cartridge lot r19123 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act celite cartridge lot r19077.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06/11/2019, abbott point of care was contacted by a customer regarding act celite cartridges that yielded unexpected results on a (B)(6) year old female patient with paroxysma atrial fibrillation. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no explanation as to how the results would go from 501 to 997 seconds in 22 minutes. The customer stated that procedure was completed as planned and the patient was discharged. The investigation is underway.